Event description:
Rn was spiking new bicarby dialysate rfp-401 bag for crrt [continuous renal replacement therapy]. After tubing attached via luer lock to port, went to break frangible to release the fluid and plastic piece between tubing and port on bag broke off causing fluid to drain out onto floor.